Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was report a patient was implanted with a 19mm aortic trifecta valve in 2015. On (B)(6) 2022, the trifecta was explanted and a new a 19mm non-abbott device was implanted. The reason for the explant was unknown. No additional information has been provided. (B)(6) 2022.

Manufacturer narrative:
An event of explant of tissue valve was reported due to unknown cause. A returned device assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.